Event description:
A 10x15cm piece of permacol was used to repair a site that had previously been repaired by goretex. The site was infected and draining. The surgeon felt he was able to remove all of the old goretex mesh and closed primarily with permacol reinforcement. At 1 week postoperatively, the wound wa again draining and incision and drainage was performed. Wet to wet dressing postoperatively there was still a drainage sinus but the wound had reduced to about a 1x1 cm and 1.5 cm deep defect. The pt by this time was on augmentin and an infection disease consult was also made. At the most recent wound excision the surgeon think he could see the edge of the permacol and it appeared red and appeared to be incorporating well.